Event description:
It was reported that a 2.0mm microvascular anastomotic coupler model gem2752 was loaded properly and appeared to couple properly when released from the gem2740 microvascular anastomotic instrument delivery device. Upon release, the surgeon examined the coupler to make sure all the pins were engaged and noticed that they were not. Attempts to reseat the coupler pins were unsuccessful so the coupler was removed. The surgeon successfully completed the surgery by hand-suturing the anastomosis. Additional ischemia time was not reported. There was no patient injury or adverse outcome reported.

Manufacturer narrative:
According to the device history record, the device met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force test results were within specification. The released product met specification. The two coupler rings were returned for evaluation. The rings were loose in the tray and the wing jaw assembly was not returned. The returned rings were evaluated and there are no visible defects on the rings that would prevent all the pins from engaging with the mating ring. The pins were in good condition: sharp points and not bent. There are physical marks on the ring surface that indicate that the rings were brought together misaligned. It is not known why the pins did not fully engage with the corresponding opposite ring.